Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 407645 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that when the implant completed and physician was performing atrial capture threshold through programmer, the physician had difficulty visualizing atrial capture. It was thought that the programming (rf) head moved slightly and there was a few seconds of asystole. Of note is that patient's previous device was still implanted on opposite side but was programmed odo. The rf head was placed back on device and pacing resumed. The device remains in use. No patient complications have been reported as a result of this event.